Event description:
Procedure: lap appendectomy. According to the reporter: the stapler would not open when fired on tissue. The surgeon cut around the device to remove it from tissue. Specimen side tissue was cut. A new device was opened for the case.

Manufacturer narrative:
(B) (4). (B) (4).